Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient's new batteries in the last 6 months have not held charge for as long as the previous batteries did. There was also an alert for low voltage / change batteries although the battery indicator had 3 bars illuminated. The clips reportedly looked worn but not dirty. The batteries were not in need of calibration. The log file captures some intermittent indications of a weak connection between the batteries and battery clips. The patient was given alternative batteries that were older and their battery clips were also exchanged. The exchanges appeared to resolve the problem.

Event description:
Related MFR #: 2916596-2021-00367. It was reported that the patient's new batteries in the last 6 months have not held charge for as long as the previous batteries did. There was also an alert for low voltage / change batteries although the battery indicator had 3 bars illuminated. The clips reportedly looked worn but not dirty. The batteries were not in need of calibration. The log file captures some intermittent indications of a weak connection between the batteries and battery clips. The patient was given alternative batteries that were older and their battery clips were also exchanged. The exchanges appeared to resolve the problem.

Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of atypical low voltage advisory alarms was confirmed via the submitted log file; however, the alarms were not reproduced during testing. The reported event of premature depletion of the 14v battery was not confirmed. The submitted log file contained approximately 15 days of data (05jan2021 ¿ 20jan2021 per the timestamp). Intermittent power cable disconnect and low voltage advisory alarms that were not associated with true power cable disconnections or normal battery depletion were captured throughout the log file due to the relative state of charge (rsoc) voltage levels dropping while connected to 14v batteries. The atypical alarms occurred on both the black and white power cables. No other notable alarms were active in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The log file showed the controller operating for a minimum of approximately 11.5 hours while connected to 14v batteries before a low voltage advisory alarm would activate; low voltage advisory alarms that occurred on batteries prior to an adequate amount of time passing appeared to occur due to intermittent voltage drops rather than due to premature depletion of the batteries. The heartmate ii patient handbook and instructions for use (IFU) inform the user that a pair of new 14v batteries can power the system for up to 10-12 hours, depending on the patient¿s activity level; therefore, the battery depletion observed in the log file appears normal. The returned 14v battery (serial number: (B)(6)) functioned as intended during analysis. The battery was fully charged and then discharge tested using an electronic load based battery test system and the battery exceeded the requirement for discharge time. The battery fuel gauge was interrogated and the battery parameters corresponded to a normal functioning pack. The battery was functionally tested with the returned battery clips (lot number: 6475235), a test system controller, and a mock circulatory loop without issue. The battery was inserted into the clip and locked in as expected. The battery was manipulated by hand within the battery clip during testing and the battery remained secured in the clip without any issues or atypical alarms produced. Additional information provided stated that the issue was resolved by replacing the 14v batteries and battery clips. The root cause of the reported event could not be conclusively determined through this analysis. The 14v battery is manufactured and supplied by a third party who maintains the device history records. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect and low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) section 3 ¿powering the system¿ explains the various ways to power the heartmate ii lvas, including how to use the 14v batteries and universal battery charger (ubc). This section explains that a pair of new batteries can power the system for up to 10-12 hours under nominal operating conditions (pump speed = 12,000 rpm, flow = 6.0 lpm, 10 watts), depending on the patient¿s activity level. As 14 volt lithium-ion batteries get older, they support the system for shorter periods of time. These documents inform the user to take batteries out of service if they do not provide at least 4 hours of support. The heartmate 14 volt li-ion battery instructions for use (IFU) also explains the operation of the 14v batteries. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii left ventricular assist device (lvad), including inspecting/cleaning the contacts on the 14v battery clips and 14v batteries. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.